Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 18 (max take-up revolutions exceeded) error message was confirmed during the archived review, but not during the initial functional testing. Possible root cause could be due to the size of the patient's chest (too small) or the weight of the patient placed on the platform is too light. No physical damaged observed upon visual inspection. In addition, unrelated to the reported complaint, encoder drive shaft does not rotate smoothly, exhibits binding and resistance. Clutch plate deburring was performed to address the issue. Base on the archive there were multiple user advisory 18 - max take-up revolutions exceeded occurred. User advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. The autopulse passed the initial functional test without any faults or errors. In addition, the load cell characterization testing confirmed that both load cell modules are function as intended. Multiple run-in tests were performed, using the 95% patient large resuscitation test fixture (lrtf) with known good test batteries until discharged and no faults or errors were observed. The autopulse passed all the testing and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) was displaying error message user advisory 18 (max take-up revolutions exceeded). Per reporter, platform is prone to the ua 18 error more in comparison to other platforms that were tested with the same manikin, operated by the same user and utilizing same technique. Specifically, customer noticed, when the platform paused and lifeband had been retracted and then after re-starting platform operation, lifeband retracts back to the initial position and resistance is applied to the band. There was no report of patient involvement.